Manufacturer narrative:
Initial and final MDR (B)(4)-device 5 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia due to an occlusion alarm on (B)(6) 2025. The insertion site was back of arm.this issue caused the patients blood glucose level to exceed 500 mg/dl and the patient got treated with correction bolus using pump.the patient changed the soft cannula infusion set and resumed insulin deleveries successfully. No further information is available.